Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed. The instrument was placed and driven in an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The energy was delivered without any issues on the in-house system. The instrument was retested and passed all in-house testing on both attempts. The instrument was fully functional. Additionally, the instrument was found to have thermal damage on the monopolar yaw pulley. The instrument conductor wire was not damaged. There was also thermal damage to the proximal clevis and distal clevis. Indentations/burrs on the edge of the distal idler pulleys and scratch marks/abrasions on the edge and surface of the distal clevis was also found. The complaint was confirmed by failure analysis. A review of the video clip was conducted by clinical development engineer. The following additional information was provided stating that in the video, pch was being used to divide tissue. It was difficult to identify any obvious issues. There is a plume of smoke at 0:02, but from the video reviewer was unable to discern if its anything more than expected surgical smoke.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook had discharge at the tip during use. The user completed the procedure using a backup permanent cautery hook with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.